Event description:
It was reported by the affiliate that the (2) tsb45 and the (1) tr45g were used during a lobectomy procedure. It was reported that the staples would not form at all but cut the tissue for (3) firings. The doctor put in some overstitches to stop the bleeding. The case was completed with another instrument.